Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact cause could not be determined from the photo sample provided. Two photo samples of a miniloc infusion set were provided for evaluation. One of the photos showed the product labeling for a 20 ga x 1 in miniloc infusion set with y-site. The product lot showed lot: asdvf012. The second photo shows the ysite section of the device. The clear clamp is engaged over the extension tubing. An infusion device is attached to the main hub connection of the y site. A longitudinal crack appears to be present extending from the proximal end of the hub towards the downward direction. Fluid appears to be within the extension tubing and luer hub. Based on the condition of the sample shown in the photo provided, possible contributing factors include mechanical damage during handling or storage and over-tightening. Since a crack appeared to present, the complaint is confirmed; however, the exact cause could not be determined from the details provided. A lot history review (lhr) of asdvf012 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdvf012) have been reported from the same facility.

Event description:
It was reported that the miniloc was noted to be leaking at the y-site.